Event description:
It was reported by a company representative that his tablet usb serial cable had failed. It was reported that error messages were received while attempting to program patient data pre-operatively. Troubleshooting was performed by turning the tablet off, and then on again, removing the cable and ensuring the cable was tightened. Switching usb serial cables resolved the issue. The company representative accidentally discarded the suspected serial cable, and it is unable to be returned for analysis.